Event description:
The dentist reported that the abutment screw (unknown) fractured post restoration.

Manufacturer narrative:
The complaint was confirmed based on the pictures provided by the dentist as well as the visual inspection of returned product. The abutment screw was fractured. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.